Event description:
On (B)(4) 2012, customer reported that the probe wipe block of the act diff 2 instrument was dripping. The event occurred while troubleshooting with customer technical support (cts) for white blood cell (wbc) x flags. Although patient results were flagged, the customer did not see any change to the results when re-run on the same instrument. Therefore, patient results were not affected. Customer stated that there was a delay in patient treatment for approximately half an hour due to the instrument being down, however, the delay did not cause any effect to patient health. Field service engineer (fse) inspected the instrument and found xxx's on wbc/differentials and observed a small amount of diluent leaking from the probe. Fse checked all sample and reagent lines for kinks or leaks, replaced the reagent pack, checked vacuum pressure and lv8. Fse replaced the rinse and sample probes, and sample lines on the back of the rinse probe. Fse ran 9 samples and quality control with no problems observed. The cause of the leak can not be determined, however, the issue was resolved with on-site service.

Manufacturer narrative:
(B)(4).